Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about 12 days after the implant procedure, the left ventricular lead was dislodged. The lead was reprogrammed (inactivated). No patient complications have been reported as a result of this event.